Event description:
It was reported by service report that the fowler gas cylinder is bent and damaged the fowler. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.